Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and this event no longer meets reportable malfunction criteria. Therefore, this medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any patient consequences? Can you confirm the lot number? 404485 was not recognized. Please refer to the event description, other information requested is unknown. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No device can be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic bilateral inguinal hernia patch repair via retroperitoneum procedure on (B)(6) 2025 and suture was used. The patient was hospitalized for surgery due to bilateral inguinal hernia. During the surgery, the doctor used artificial patch/hernia repair patches on both sides and used suture for suturing. After completing the first two stitches, when attempting to sew the third one, it was found that the problem of pulling off suture needle happened and could no longer be used. A new suture was replaced and the surgery was successfully completed. Additional information was requested.